Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer reported, phenomenon (1): device powers off, phenomenon (2): error code e226. Phenomenon (3): no image. The actual product could not be evaluated since it was not returned. It was investigated based on the complaint information. As a result of the investigation a root causes could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center lost power, got a e226 endoscope connection error, and then a black out occurred. The issue occurred during an unspecified therapeutic procedure. The device was turned off, then restarted, and was used to complete the procedure. There were no reports of patient harm.